Manufacturer narrative:
Concomitant medical products: product ID: vedr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise on atrial high rate episodes. It was also noted that the right ventricular (rv) lead exhibited undefined impedance qualified as high. Both leads were capped and replaced. No patient complications have been reported as a result of this event.